Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a bugbee cord in use with the generator caught on fire while within the surgeon's hand. The fire was extinguished with sterile water and the generator unplugged. A visible hole in the surgeon's gown was also noted.